Event description:
It was determined that this event/report is a duplicate of report of related manufacturer reference number:1627487-2022-0416.

Event description:
It was reported that the patient lost therapy and the ipg was not communicating with external devices due to ipg being inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.